Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the pins on the battery pca failed to spring back after being compressed and subsequently created an inadequate connection with the battery. There was no patient involvement.